Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console having no flow was confirmed via the submitted log file; however, it was not reproduced. The reported event of the console not having an audible alarm was not confirmed. Data from the reported event date of 19jun2024 in the returned centrimag console log file was reviewed. On 18jun2024 from 20:24:56 to 19jun2024 at 04:10:50, the "flow below minimum: f3" alarm intermittently activated due to a sf_ifd_flow_below_min sub fault flag. On 18jun2024 at 20:55:05 and 20:57:15, the "flow signal interrupted: f2" alarm intermittently activated due to a sf_flow_low_amplitude sub fault flag. These alarms resulted in flow dropping to 0 lpm. The speed was attempted to be changed multiple times and the motor was exchanged 3 times, but the issue did not resolve. There were no other notable alarms active in the log file. The returned centrimag console, serial (B)(6), was evaluated at the service depot. The system booted up as intended. The console was connected to a test loop and run for several days. During this period, no loss of flow was observed and the console functioned as intended. The console was inspected internally and al cabling and components were found to be unremarkable. The reported issue could not be reproduced. The console was functionally tested and passed all tests. The unit was ready for use and was returned to the customer. The 2nd generation centrimag system operating manual section 9.2 states to clean the exterior of the console with bactericidal solution by spraying the solution on a cloth and wiping off the unit after disconnecting from ac power. A root cause for the reported event of having no flow was not conclusively determined through this analysis. A root cause of the reported event the console not having an audible alarm was not conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. The 2nd generation centrimag system operating manual section 9.2 "maintenance following each patient use" states to clean the exterior of the console with bactericidal solution by spraying the solution on a cloth and wiping off the unit after disconnecting from ac power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in the intensive care unit (ICU) and on extracorporeal membrane oxygenation with the centrimag and suddenly the flow dropped to zero without sounding an alarm. The motor was emergently exchanged, but the problem persisted. The motor was then changed two more times, but there was still at zero flow. The console was then exchanged, and the issue resolved. The patient was stable after the event and did not experience any issues as a result of the issue.